Manufacturer narrative:
Block h6: device code a0401 captures the reportable event stent shaft break.

Event description:
It was reported that a tria ureteral stent was used in a procedure and the stent was cut off. There was no information on what completed the procedure and there were no known patient complications reported.

Event description:
It was reported that a tria ureteral stent was used in a procedure and the stent was cut off. There was no information on what completed the procedure and there were no known patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event stent shaft break. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this tria ureteral stent underwent a thorough analysis. Visual analysis identified that the stent bladder coil was detached from the shaft. The positioner, the pouch, and the suture were also returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent coil and is removed using excess force, the stent could get detached/separated during the preparation, affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.